Manufacturer narrative:
H6: the patient circuit (adult, active, heated, oxygen, blue) was returned to ventec, which was then forwarded on to the supplier for examination. The supplier examined the patient circuit where the reported issue of the o2 delivery tube portion of the circuit separating from the main tubing assembly was confirmed. The supplier observed that the amount of locktite4011 adhesive on the insertion surface of the o2 delivery tube was insufficient, resulting in a relatively weak bonding strength. The investigation determined that the root cause of the reported issue was supplier process due to a lack of adhesive, which created a weak bonding strength.

Event description:
It was reported to ventec that the o2 delivery tube portion of the patient circuit (adult, active, heated, oxygen, blue) had separated from the main tubing assembly. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the returned patient circuit. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.